Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-37600. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6002120, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6002120 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac # m08 on 13-jul-2023, with a total of (B)(4) units. The sub-assembly: assembly lot 3f05732 was manufactured according to the wi version 26 and assembled in the quickset line, on 13-jul-2023, with a total of (B)(4) units. Lot 3f05733 was manufactured according to the wi version 26 and assembled in the quickset line, on 13-jul-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 3f05725 was manufactured according to the wi version 38 and manufactured in the line mp08, on 06-jul-2023, with a total of (B)(4) units. The lot 3g01534 was manufactured according to the wi version 38 and manufactured in the line mp05, on 12-jul-2023, with a total of (B)(4) units. The lot 3f05727 was manufactured according to the wi version 38 and manufactured in the line mp05, on 10-jul-2023, with a total of (B)(4) units. The lot 3g01535 was manufactured according to the wi version 38 and manufactured in the line mp08, on 13-jul-2023, with a total of (B)(4) units. The lot 3g00674 was manufactured according to the wi version 38 and manufactured in the line mp08, on 10-jul-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: south africa.

Event description:
Reference number (B)(4) event occurred in south africa. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was at reservoir. Infusion set was in use for 30 mins. The site of insertion was lower back. The infusion set was in use for one day. No further information available.